Event description:
During a left tha the surgeon went to implant the poly liner and it would not seat properly. The surgeon noted an inclusion on the poly. An immediate back up was available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During a left tha the surgeon went to implant the poly liner and it would not seat properly. The surgeon noted an inclusion on the poly. An immediate back up was available.